Event description:
A physician reported a pt who was double skin tested on 24 december 1998 and 06 january 1999 with negative results. The pt was treated in the nasolabial lines and vertical perioral lines on 28 january 1999. On approximately 1 february 1999 the pt developed hot, lumpy and slightly itchy areas at all treatment sites. The symptoms were considered product related. On 2 february 1999, the physician prescribed elocon cream and oral voltaren, which were effective. The pt felt tired and had a headache, date of onset unspecified; the physician believed these symptoms could be related to using medication. On 11 february 1999, the symptoms had considerably settled. The pt had ceased all medication other than elocon cream.